Manufacturer narrative:
(B)(4). PMA/510(k) #: preamendment. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported prior to use, foreign matter (like dust) was sealed in the package. Another device of the same lot was used instead to complete the procedure. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: investigation methods used include a review of specifications and a visual inspection of the returned device. One unopened package labeled rpn 025806-s1 and label lot number 8254264 was received. Black foreign matter of unknown origin was confirmed inside the sealed package. The complaint was confirmed. Based on the evidence presented by the sample, this event has been contributed to a manufacturing event. Cook medical will continue to monitor this device via the complaints database for similar complaints.